Manufacturer narrative:
No intevention has been performed. A boston scientific technical services consultant recommended increased monitoring of the patient. This report will be updated once additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received information that this lead had a pacing impedance measurement of 2400 ohms. It was reported the impedance measurement had been increasing since implant. No other measurements were reported to be out of range. No adverse patient effects were reported.